Manufacturer narrative:
The (B)(6) 2017 admission was reported in MFR. Report #2916596-2020-02646. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted due to experiencing a chronic gastrointestinal (gi) bleed during index hospitalization from (B)(6) 2017 to (B)(6) 2017. It was reported that a esophagogastroduodenoscopy (egd) was performed. The bleeding was confirmed by an upper gastrointestinal endoscopy performed on (B)(6) 2017 with one bleeding angioectasia found in gastric body with placement of 2 hemostatic clips. The patient was taken off anticoagulation for the gi bleed. The patient stabilized and warfarin was resumed with target 2-2.5. The patient was discharged to sub-acute rehabilitation (sar).